Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in sweden. It was reported that the patient faced pump alarm for high pressure on (B)(6) 2026 which was fixed by moving the pump and straightening the tube. The patient was completely immobile and also faced skin infection, abdomen subsiding, extent of redness at the time of the event. No further information available.